Manufacturer narrative:
(B)(4). Date of event: only event year known: 2022. Batch # 505a37. (B)(4). Additional information was requested, and the following was received: was the safety in place during the handling of the instrument? I was not present during the case, but it appears the safety was in place. Was the white shipping retainer firmly held in place when the packaging was opened? Unknown. When was the pre-deployed staples identified? As the scrub tech was o-ending the package- as the information was relayed to me. Device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ecs29b device arrived with anvil missing and three missing staples. In addition one unformed was received inside of a bubble wrap. The breakaway washer was not present. The missing staples were loaded on the device, a new washer was placed, and the device was tested for functionality, it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that ensuring the safety remains in the locked position to prevent inadvertent activation of the firing trigger, which could lead to unintended knife exposure and premature partial or full staple deployment. Please reference the instructions for use for additional information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during unknown procedure staples were ¿pre-deployed¿ when opening from sterile packaging. A new device was used to complete the case with no patient consequences.